Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received a cartridge alarm 19 during the loading process. The customer successfully loaded a second cartridge. The customer's blood glucose (bg) level was 523 mg/dl and a bolus via the pump was used to address the bg level. The contact was not with the customer at the time of the event; however, thought that the customer may have removed the cartridge before the pump prompted the user to remove it.